Event description:
It was reported that the patient artificial urinary sphincter (aus) balloon migrated out of its space soon after the surgery. The aus pump became inverted and patient slowly experienced recurring incontinence due to atrophy. The entire aus system was removed and replaced with a new one. The patient is in recovery. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.